Manufacturer narrative:
The lot number for the device was not provided, therefore a lot history review was not performed. The device was not returned for evaluation, therefore the investigation is inconclusive for the reported failure. The definitive root cause could not be established. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that an unknown port allegedly experienced a suction issue. This information was received from one source. One patient was involved and there was no reported patient injury. The male patient is 52 years old and weighs 85 kgs.